Manufacturer narrative:
One device was received for investigation in good condition. The event history log shows "air in line detected and 1870" alarm messages. The device was functionally tested and the reported problem could not be duplicated. No problems were found with the operation of the pumps air detector. The optical switch motor will be replaced for preventative maintenance. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the air sensor alarm was activating even when no air was observed in the extension set. Per reporter the issue began after the pump had been repaired in the service center. It was reported that there were was no patient injury.

Manufacturer narrative:
Other text: d4: UDI number is unknown; g5: 510k is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.